Manufacturer narrative:
(B)(4). The insulin pump was not received stuck in manufacturing mode. However the insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was received with normal operating currents. No unexpected low battery alarm or replace battery now alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The insulin pump was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported replace battery now alarm. The customer¿s blood glucose was 79 mg/dl. Customer reported replace battery now alarm occurred less than 10 hours from low battery alert. The insulin pump will be returned for analysis.